Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine follow-up, the right ventricular threshold had increased. The left ventricular lead was confirmed to be dislodged through fluoroscopy. The left ventricular lead was explanted and replaced when it was nicked during a lead revision procedure. Lead revision could not be completed as the helix would not retract from the right ventricular lead. The right ventricular lead was instead extracted and replaced as well. The patient condition was stable before during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.